Event description:
It was reported that during initial insertion of a central venous catheter (cvc), the operating physician observed an air leak with the introducer needle. Upon further inspection, the introducer needle hub was found to be broken. The affected device was removed from use and replaced with another device to complete the procedure. There were no reports of patient injury, harm, or adverse health consequences associated with this event. No additional medical intervention was required. The patient's condition was reported as fin.

Manufacturer narrative:
(B)(4).